Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultralink meter showed the apply sample message. The pt denied suffering any symptoms. The pt did not take any action regarding treatment due to the issue. The pt denied seeking medical attention. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The product was not new (out of box). The test strips did draw the sample into the test area. This complaint is being reported because the issue was not resolved through troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.